Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2017 she woke up feeling ¿lightheaded, ill, sweaty and foggy¿. In response to the symptoms, the patient claimed she tested her blood glucose with the subject meter at around 9:00 am and obtained an alleged inaccurate high result of ¿8.7 mmol/l¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. Despite the elevated result, the patient claimed she consumed breakfast at around 9:00 am to treat her symptoms. The patient denied that her blood glucose was tested on any other device. During the follow-up call, the patient stated she usually tests her blood glucose up to 4 times a day. The patient was unable to recall when she had last tested with the subject meter prior to the onset of symptoms or if she made any changes to her usual diabetes management regimen in response to that result. During the follow-up call, the patient attributed the onset of symptoms to the meter and strips not working correctly. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. There is insufficient information to rule out the contribution of the lfs device to the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.